Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, the patient underwent surgery for a radius fractures by external skeletal fixation. During the surgery, while the surgeon was reducing the radius by drilling from the ulna side, the drill bit broken and about 2 mm size of the fragment was left in the patient¿s body. The 2nd operation to implant a radius plate is scheduled, in which the surgeon will remove the fragment of the drill bit. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the device was received, the investigation is in progess, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: part number: 310.507, lot number: f-24688, manufacturing site: selzach, supplier: (B)(4), release to warehouse date: 15. Nov. 2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the tip of the drill bit is broken off as complained. Approx. 5 mm of the distal cutting tip section is broken off and was not returned for investigation. In addition, the remaining cutting tip section is bent. Dimensional inspection: the shaft diameter is within the specifications. Further dimensional inspection cannot be performed due to the damage incurred. Document/specification review: the following drawings were reviewed during this investigation: drill bit and drill bit geometry. The review of the manufacturing documents has shown that with 1.4112 stainless steel the correct material was used, and that the hardness was within the specification. Summary: the complaint condition is confirmed as the tip of the drill bit is broken. This production lot (f-24688) was manufactured in november 2018 according to the specification. The parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements with no non-conformities reported. The correct material was used, and the hardness parameters were within the specifications. There were no issues during the manufacture of this product that would contribute to this complaint condition. The damage occurred is determined to be post production/acceptance criterias. A definitive root cause for the drill bit breaking could not be determined based on the provided information. The deformation of the remaining cutting tip suggests that off axis force has been applied. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.